Event description:
Boston scientific received information that during a normal device replacement procedure, the insulation on this right atrial (ra) lead separated distal to the connector pin, and a lead fracture was also noted. Lead measurements were checked and revealed impedances of greater than 2,500 ohms, and increased pacing thresholds of 4.3v @1.0 milliseconds (ms). The lead was therefore capped and abandoned during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.